Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker could not be interrogated in the operating room with three different programmers (with the new programmer software version smartview 2.54). Magnet was applied and pacing was confirmed. Then it was successfully re-interrogated in the patient's room (with smartview 2.54 software version). Preliminary analysis results showed that the pacemaker was able to communicate and was not blocked. The most probable hypothesis to explain the communication issues is the presence of strong external interferences in the operating room.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker could not be interrogated in the operating room with three different programmers (with the new programmer software version smartview 2.54). Magnet was applied and pacing was confirmed. Then it was successfully re-interrogated in the patient's room (with smartview 2.54 software version). Preliminary analysis results showed that the pacemaker was able to communicate and was not blocked. The most probable hypothesis to explain the communication issues is the presence of strong external interferences in the operating room.